Event description:
I used the thermacare heat patch for menstrual cramp relief and in some of the areas of the heat sources were much more hotter than the normal heat radiated from the discs. Two of the discs actually caused a burn on my abdomen in the shape of a circle and I was unable to continue wearing it after only 40 minutes of it being applied. I threw away the rest as I was too scared the rest would do the same. I have yet to buy a replacement for them as I wanted to report this first. Dose or amount: one patch, frequency: as needed, route: top. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: menstrual cramps that I wanted to control without medication. Event abated after use : yes.